Manufacturer narrative:
(B)(4). This complaint was confirmed for leaking minicap transfer set . During evaluation hole was found through both walls of the tubing. The root cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter an issue of two holes found on the middle of the transfer set tubing. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.